Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that after charging the device to 200j for a patient in ventricular tachycardia (vt) the device gave a message indicating the shock was cancelled. The users switched to a different defibrillator and the same thing happened. This complaint documents the second defibrillator used. Pr# (B)(4) documents the first defibrillator used. The involved patient was reported to be in ventricular tachycardia (vt). The outcome of the patient is not yet known. Philips has requested additional information. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(4) is being considered a duplicate of(B)(4). Please refer to (B)(4) and MDR 1218950-2019-01389 for details on the investigation and conclusion of this case. This MDR (above) coded identical to MDR 1218950-2019-01389.

Event description:
It was reported that after charging the device to 200j for a patient in ventricular tachycardia (vt), the device gave a message indicating the shock was cancelled. It was later clarified the users switched to a different defibrillator and the same thing happened. Pr 9043315, a duplicate of (B)(4), documents the first defibrillator used. This complaint, a duplicate of (B)(4) documents the second defibrillator used. The involved patient was reported to be in ventricular tachycardia (vt). The outcome of the patient is not known. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.